Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The reporter has declined to provide additional information. No further information is expected. Zip code is not indicated at this time the manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that 3 days following an intraocular lens (iol) implant procedure, the patient developed inflammation and pain. Medication was used for the anterior chamber wash and the patient was given medication injections. Additional information was provided that the ophthalmologist believes that toxic material in apodized diffractive zone is causing inflammation. No further information is expected.

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated that the patient was diagnosed with toxic anterior segment syndrome and that the event resolved.